Event description:
It was reported that device damaged.

Manufacturer narrative:
Additional information provided: h.7 & h.9.

Manufacturer narrative:
H10: this reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
There were multiple proximate causes identified for the customer report of broke. They are as follows: bezel assembly with crack in lower hinge. Door cover damage associated with wear. Right and left iui connector with observed corrosion. The iui's must be replaced when signs of corrosion are observed. Keypad delamination.

Event description:
It was reported that device damaged.